Event description:
Complainant alleged that staff members were transporting a male pt, who was in his sixties, to another facility. After approx. Fifteen minutes, the unit lost power. The staff turned the unit off and then on again, and the unit did not regain power. The ambulance's ac power was not functioning properly, so the unit could not be plugged into ac power. The transport was completed with no adverse effect on the pt. The customers stated that the unit is always plugged into ac power in the facility's ER.